Manufacturer narrative:
Concomitant product: product ID: 8781, product type: catheter.

Event description:
Information was received from a health care professional via a representative regarding a patient in the (B)(6) who was receiving clonidine "1 mg/ml" at a dose of 130 mcg/day via an implantable. The patient's medical history included chronic pain. It was reported that on (B)(6) 2016, a clonidine overdose occurred. The patient was refilled with clonidine "1 mg/ml." The pump was filled with 19.5 ml. After 10 minutes, the patient was acting stressed and confused. The blood-pressure was going up and down as was the pulse. The pump was aspirated to see if all had been instilled in the reservoir but only 14.5 ml was removed. The doctor then tried to aspirate from the pump pocket, subcutaneously, but no drug was aspirated/found. The patient's troponin increased but there was no harm. The liver values varied but no harm. The cerebral computerize tomography (CT) scan and an angiogram of the heart were noted as "ok." During the refill they scraped with the needle to confirm they were in place in the refill-septum and they also aspirate 1-2 times to confirm the needle was in place. The pump was now at minimum rate. The patient was recovering and doing better but remembers nothing from the refill incident.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the health care provider further clarified with the representative that the clonidine concentration was 1 mg/ml. The event occurred on (B)(6) 2016. The pump was confirmed to have been filled with intended and correction concentration. There was no difficulty filling the 20 ml pump nor any alleged issue. The pump was filled with 19.5 ml and the last 0.5 ml was in the refill kit tubing and filter. The company template was used for the refill. A pocket fill was alleged/suspected by the physician. The cause of the volume discrepancy was not determined. However, it was assumed to be a pocket refill due to the symptoms. The patient did require hospitalization, admitted on (B)(6) 2016, for one week. The pump was intentionally programmed to minimum rate, a reduced dose, before a planned explant due to the patient's symptoms. The patient was considered hypertension, hypotensive, and bradycardic but not tachycardic. The patient's blood pressure was between 178/109 and 103/76, a pulse of 31 to 50, and "saturation was short 86 but almost all the time 99-100." On april (B)(6) 2016 they observed that the legs were marmorised for a short time and that it passed; blood vessel contraction. They related this to the clonidine. Another refill of that pump was not performed and a pump explant was planned.

Event description:
Additional information was received to which it was now reported that the patient was in (B)(6) and not the (B)(6) as previously reported.

Event description:
Information was received from a foreign manufacturer's representative. It was reported that the pump was explanted on (B)(6) 2016. It was noted that it was going to be sent in for analysis.

Manufacturer narrative:
As received the pump had fluid in the reservoir and left running in minimum infusion mode; 1000 mcg/ml at a dose of 6.2 mcg/day. The pump logs were gathered with no anomalies noted. The pump passed dispense testing. The device met specification through analysis. Conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.